Manufacturer narrative:
Other, additional manufacturing narrative (if other): the returned device was evaluated. During testing, the device powered on using ac power but failed to power on using the battery. When powered on the device is able to obtain readings and alarms audibly and visually under alarm conditions. Internal inspection showed the battery fuse on the system circuit board has an open circuit preventing the unit from powering on using the battery.

Event description:
The customer reported the device will not run on battery and that it turns off without warning if disconnected from ac power. No low battery alarm sounds. No patient impact or consequences were reported.